Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. It was also stated that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced with an MRI-compatible ipg. The patient was doing well postoperatively and explanted ipg will not be returned.